Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported concurrent flow when infusing a secondary infusion has been an issue, especially with chemotherapy, since they started using the devices. The customer uses a non-bd secondary set. This has lead to under infusions, and this mainly occurs on the pediatric floor. There have been incident reports completed in the past for delays in children's oncology group (cog) protocols.